Event description:
It was reported the device battery voltage was declining fast. It was at 2.64 volts and had been 2.78 volts two months earlier. The device was replaced and returned with a report of early battery depletion. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B) (4) a high current drain condition was found during device analysis. Electrical analysis found the cause of the high current drain to be current leakage in the battery filter capacitors.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported the device battery voltage was declining fast. It was at 2.64 volts and had been 2.78 volts two months earlier. The device was replaced. No patient complications have been reported as a result of this event.